Event description:
A customer contacted baxter's technical service center to report the home pt (hp) feels full in dwell 4 or 4. The technical service representative (tsr) assisted with a bypass to drain 4 of 4 and the hp drained 3795 ml and then the last fill cycle started. This home pt's programmed fill volume and last fill volume are both 3000 ml. When the fill volume reached 17 ml, the tsr stopped the fill cycle and put the hp into a manual drain. The hp drained an add'l 148 ml and felt empty (total volume drained in this session was 3926 ml). The hp resumed last fill. No alarms or drain cycles were bypassed at any time during this therapy. Therapy had not been discontinued and then started over from the beginning prior to this event. The pt indicated their abdomen felt distended. The current total ultrafiltration reading was 815 ml. This hp reported they have never had any problems with draining. The hp will contact their nurse regarding the initial drain alarm setting of 2200 ml with a last fill volume of 3000 ml. With the current setting, the initial drain cycle could potentially leave behind up to 800 ml of solution in the hp's peritoneum. The hp stated he felt full before getting on the machine. The home pt reported having drained 2235ml in the initial drain cycle of the current therapy.

Manufacturer narrative:
The home pt did not wish to return the homechoice machine to baxter for an evaluation. A follow up call will be placed to the nurse regarding this issue. If add'l info becomes available, a follow up report will be sent.